Manufacturer narrative:
The reported serious injury was chipped teeth. Event date is approximate. Description was corrected. ' damaged' was changed to 'chipped.' Model number was corrected based on analysis of returned product. Serial number was identified during device analysis. Analysis results- the root cause of the consumer's reported injury could not be determined as no functional failure was found with the returned device. The manufacturing date was identified during analysis of the returned device.

Event description:
The consumer reported that their sonicare toothbrush chipped their teeth.

Event description:
The consumer emailed claiming their teeth were damaged as result of using their sonicare toothbrush.